Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported about a week ago they began to have issues charging their ins. Caller reported their ins will only charge to about 30% for the past 3 days. Pt commented that they were able to charge their ins 100% a couple times. Pt mentioned their last ins was replaced due to it "expiring". Pss reviewed information and instructed pt to follow up with their hcp/mdt rep for further troubleshooting. Pt stated their managing hcp is dr. (B)(6). Redirected caller: patient's hcp caller reports patient indicates since implant, the controller will be at 100% charged and when he charges his implant, the controller depletes down to 0% and was able to charge ins to 30%. Caller reports this has taken couple of hours to charge his implant. Caller reports when the ins is at 30% charged, ins depletes to empty the next day due to his settings. Caller reports patient would see excellent coupling then drops to fair, unable to charge ins to full. Caller reports patient is not seeing any error messages. Caller reports the ins is slightly tilted. Caller reports patient cannot tolerate using the recharging belt, he holds the recharging paddle or bud against the recharger paddle against something when he is charging. Caller reports troubleshooting in office cannot reproduce what patient is seeing at home. Caller reports she is able to charge patient's device from 40 to 60% without any issue. Currently the rtm is bud against the chair as patient cannot tolerate using the recharging belt. Metrics shows: recharge coupling: fair avg ending: 50% avg recharge time: 1 hour avg recharge interval: 18 hours during the recharging session in office, caller reports patient says recharging needs attention. Caller reports patient did see that screen at home. Reviewed message. Recharging dates: 8/13 to 8/19: today patient charged for 11 mins ins was able to charge from 40-60%, caller reports patient was in fair coupling for 8 mins from 50-60% charged level. Reviewed letting the controller go to sleep while charging and observe the led light suggest patient to place the recharging paddle in an abdominal binder or tight-fitting clothing to hold the recharging paddle in place. Holding or leaning the recharging paddle against the chair will not stabilize the rtm suggest patient do a detail diary at home and re-asses in a week.